Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm occurred during testing. The normal operating currents could not be performed and no low power alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported a button error alarm. Customer stated the keys were not working when he was trying to bolus. Customer's blood glucose was 191 mg/dl. Customer could not recall any significant events leading to the alarm. The customer also stated they received a low power alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.